Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm harmonic ace instrument was analyzed and found to have a generator self-test (aka initialization) failure during in-house testing. Self-test failed consistently on multiple attempts. The harmonic ace instrument returned with a broken blade. The instrument was found to have one blade broken at the base. A piece approximately 2 mm x 7.97 mm was found to be broken off, confirming that a fragment detached from the instrument. The broken piece was not returned with the instrument. The complaint was confirmed by failure analysis. The probable root cause is attributed to use conditions. Broken blades result from blade scratches and damage caused by contact with other instruments or hard metal objects (e.g., staples, clips, etc.) While the instrument is activated. These initial damages can worsen due to the ultrasonic vibrations of the harmonic ace blade, leading to blade failure. Blade damage may be detected by the generator with a solid tone or an error.

Event description:
It was reported that during a da vinci-assisted hypopharyngectomy surgical procedure, the 8mm harmonic ace instrument reduced the pressure om the blade head, and then the instruments could not be matched. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there is no report of any fragments falling into the patient's anatomy.